Event description:
Noise was detected on this lead. Five separate vf events were recorded in the device and in each case the shock was aborted. All measurements were within normal range. No explant date was provided and no mention of any sort of intervention. It is believed this lead remains implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The analysis of the available impedance trends showed a stable pacing impedance of about 400 ohms with one sharp decrease down to <250 ohms in (B)(6) 2016. Furthermore the provided iegms confirmed the presence of noise on rv channel without shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.